Manufacturer narrative:
At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that an ilet bionic pancreas displayed blank pump, infusion set, cartridge, and cgm history following a restart, after which the user later observed the histories reappear and confirmed ongoing insulin delivery; the device problem is best characterized as insufficient information, and the implicated component is unspecified due to insufficient information. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with the device problem remaining insufficiently characterized and the component unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.